Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle but the stapler was not able to fire. The shaft also detached. Another handle was used. There was no patient injury.